Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#:, serial#: (B)(4), implanted: (B)(6) 2018, explanted:, product type: lead. Product ID: 977a260, lot#:, serial#: (B)(4), implanted: (B)(6) 2018, explanted:, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance check was conducted and contacts 0,1,2 ,4,6 and 7 were marked as "do not use" contacts 3 and 5 were marked as "avoid use". The leads were confirmed to have migrated from mid t7 down to t7/t8 interspace. The patient denies any falls or accidents that could have caused any of the issues with the lead. The patient was programmed around the impedance issues on the 8-15 lead. No surgical intervention was planned or performed to resolve the impedance issue.